Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14feb2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the ventilator had high oxygen (o2) input. Reportedly, the regulator was defective. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 04sep2019, date of report : 05sep2019. The field service engineer evaluated the device and the reported issue was confirmed. The field service engineer replaced the oxygen regulator to address the issue. The issue was resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 17oct2019, date of report : 18oct2019. The oxygen regulator assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. The oxygen regulator assembly was then installed onto the test ventilator for testing. After testing, it was determined that the oxygen regulator test results were out of specification, causing the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.